Event description:
It was reported that the lead was removed due to a lead insulation break.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion in several locations consistent with friction to the ICD can.